Event description:
It was reported that there was a lead alert due to high impedance and oversensing of noise on the right ventricular (rv) lead. It was also reported that the device has early battery depletion. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# addrs1p. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4965-25, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.